Event description:
It was reported that at the end of the case an effusion was noticed on intracardiac echo. Because it was an epicardial ablation and epicardial access was available, fluid was withdrawn from the pericardial space and it was noticed that it was blood. The bleeding did not stop so an open thoracotomy was performed by CT surgery and cardiac perforation (tear of the coronary sinus) was confirmed. The perforation was closed and the patient was stabilized and under observation. Additional information has been requested. A follow-up report will be sent when additional information is received.

Manufacturer narrative:
The device was not returned to the manufacturer as of the date of this report. A follow-up report will be sent after evaluation if the device is received.